Event description:
On (B)(6) 2013 the patient contacted animas and left a message stating she thinks she needs a new pump. No details were provided as to what was wrong with the patient¿s pump. Customer technical support has attempted to contact the patient for additional information, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 10/07/2013 device evaluation:the pump has been returned and evaluated by product analysis on 09/16/2013with the following findings:a review of the pump history revealed no activity observed related to reported complaint. No issues were found with the pump during testing. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.